Event description:
Sales rep reported revision surgery. Patient has been revised to address pain. Update rec'd 08/15/2014 - litigation papers received. Litigation alleges loosened acetabular cup, metallic debris, and elevated metal ions. There is no new additional information that would affect the investigation. The complaint was updated on: 09/02/2014. Update rec'd 2/10/15 - plaintiff¿s preliminary disclosure form was received, which identified dob. The stem is being added for elevated metal ion levels. The complaint was updated on: 2/24/15.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa 00780. Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4)